Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On 08/19/2024, the patient experienced a skin reaction with burning, rash, redness and infection. The reaction was treated with a prescription of oral antibiotic fluxacillin (4 times a day for 5 days). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.